Event description:
The customer contact reported the pt received more medication than intended. The pump and a 250ml container were returned to the biomedical department with a report of the pump was "running too fast." The medication in the container was not specified. The report indicated that the vtbi (volume to be infused) was less than 250ml "but the bag went dry." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events while the pump was in clinical use. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume on channel a of 20.98 ml and on channel b 20.57 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the manufacturing facility. The customer did not provide an event date or specific programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).